Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified mid to proximal right coronary artery. A synergy stent was advanced and fully deployed. A non-bsc guide wire was intentionally trapped behind the stent with the idea of pulling it out prior post-dilatation. However, upon withdrawal, the wire would not come out easily. The patient moved excessively and everything was pulled out from the ostium. However, when the guide was back in the ostium, it was noted that the stent was no longer in the artery. X-rays were performed and they found the stent in the iliac vein. No known patient complications were reported.